Event description:
The customer reported that during a laparoscopic cholecystectomy the surgeon was using an endopouch retrieval bag. It was reported that the surgeon deployed the pouch and when trying to close the bag it broke and pieces of the plastic fell into the pt and the metal ring supporting the bag was exposed. After plastic pieces were retrieved, the case was completed without incident.